Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the tip. It was also reported that an x-ray was performed during the procedure to locate the broken piece; the x-ray was negative. It was further reported that the procedure was delayed by ten mins and there was no pt injury. It was also reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.